Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to improper fit. Another lens was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
One similar complaint type event were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 due to excessive vaulting, angle closure and elevated intraocular pressure. The incision was enlarged and suture was required. The reporter indicated the cause of the event was due to patient related factor. The lens was returned dry, in lens vial. Visual inspection found no visible damage to the lens. There was evidence of residue and debris on the lens. (B)(4).